Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing along with pacing inhibition greater than 2 seconds. The other measurements were stable and within normal limits. Subsequently, a revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing with pacing inhibition greater than 2 seconds. The other measurements were stable and within normal limits. Subsequently, a revision procedure was performed and the rv lead was repositioned. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field h1: type of reportable event h6: impact codes.